Event description:
It was reported that after implant the device was interrogated and there was high right atrial (ra) lead impedance, diminished p-wave and diminished far field r-wave (ffrw) and no capture. While the patient was still on the table the staff re-prepped the patient and the physician opened the pocket and found that the ra lead was not fully inserted and secured in the header block. The physician pulled on ra lead and it came right out. Leads were retested through the analyzer, reconnected to the device, and rechecked through the device. All numbers looked great both through analyzer and device. The device and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-52, implanted: (B)(6) 2015. (B)(4).